Event description:
It was reported that there was an issue with the minicap where there was a separation of the cap from the foam sponge. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. The device is reported to be available for evaluation. A batch review will be performed. Should the device be returned and if any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). There was no patient involvement. The device was found to be unavailable for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.